Event description:
Pt experienced a syncopal episode, lost consciousness, & fell to ground. Pt has a lead that fails to correct with re-programing from bipolar to unipolar. Ppm evaluation revealed intermittent oversensing & intermittent failure to capture. The lead was surgically explanted.